Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. Due to a change in practice regarding, the reporting of similar devices, the MDR report for this file is being submitted greater than 30 days from the alert date. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Target lesion was the bifurcation of the left anterior descending (lad) and the first diagonal. Patient received a 3.5 x 28 mm cypher select stent in the main branch and a 2.5 x 13 mm cypher select in the side branch. Three months later, the patient had 75% stenosis in the side branch. Target lesion revascularization performed with balloon angioplasty.